Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Device 1 of 3. Reference MFR. Report: 3006705815-2019-01248, 3006705815-2019-01249. It was reported patient experienced ineffective coverage of pain relief and wanted to have his system explanted. To address this issue patient underwent scs explant system .

Event description:
Device: 1 of 3. Reference MFR. Report: 3006705815-2019-01249. 1627487-2019-04164.